Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a25, lot# n326122, implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension product ID: 3587a25, lot# n308034, implanted: (B)(6) 2012, product type: lead. Product ID: 3587a25, lot# n323848, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) reported that the patient's leads and extensions were removed due to an infection. The implantable neurostimulator (ins) battery status at that time was unknown. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.